Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be stretched. The cannula was measured to be 1.45 inches, which is out of specification. The timing and cause of this damage could not be determined. Though the exposed portion of the soft cannula was stretched, fluid was able to flow through the complete fluid path. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No other damages or defects were observed that would indicate any struggle to deliver insulin.